Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a coronary sinus dissection occurred during the use of the catheter. It was noted that the patient had a stenosed coronary sinus. The catheter was removed and the implant procedure was completed successfully. No further patient complications have been reported as a result of this event.